Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73f1600565 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Weck hem-o-lok auto endo 5 clamped but device would not release from the patient's tissue. Additional clamps had to be placed around this device to allow it to be dissected away from the patient. The surgical procedure had to be converted to open requiring a stay in the hospital. The patient's condition is unknown at this time.